Event description:
Patient arrived from post recovery unit in severe pain; upon investigation nurse found the pca tubing was cracked and broke; medication was leaking out of pump. Tubing was immediately replaced and patient pain under control.